Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. The customer's blood glucose level was 238 mg/dl. Customer was about to bolus and received a no delivery alarm. Customer stated that she resumed and ran the bolus again. Customer declined troubleshooting for the no delivery alarm. Customer was advised that by resuming the pump will not clear the occlusion. Customer was advised to monitor her blood glucose level and pump closely. No additional information provided.